Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indications system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment.

Event description:
It was reported that during procedure, the second anchor could not be triggered. A backup device was available to complete the procedure with no delay and no patient injuries.